Manufacturer narrative:
(B) (4): physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and was unable to find any failures relating to the reported lock-up failure.

Event description:
It was reported that the device service indicator was illuminated and it logged several fault codes in the memory. Physio-control evaluated the device and observed a lock-up failure. There was no pt involvement associated with the event.